Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: the field service representative evaluated the unit and found that the flow sensor was not completely connected to the body valve. The sensor was reseated and the operational verification procedure was ran and the unit passed all tests and was placed back into service.

Event description:
The customer stated that when starting up the unit, there is a transducer fault displayed on the screen. There was no patient involvement at the time of the incident.